Event description:
It was reported that the customer's insulin pump had an error alarm during the prime process. It was stated that the piston continues moving forward after it makes contact with the reservoir, and insulin squirts out. It was stated that the customer was advised that the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had missing segments. Problem isolated to the liquid crystal display board. The insulin pump had cracked case at the display window.